Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient's IV fluids emptied in ~6 hours although the infusion was intended to run at 12ml/hr in a 1l bag. There was patient involvement but no harm. The customer provided the following additional information on 5 february 2026. The event occurred on (B)(6) 2026 around 2300 and was programmed with interoperability.

Manufacturer narrative:
Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient's IV fluids emptied in ~6 hours although the infusion was intended to run at 12ml/hr in a 1l bag. There was patient involvement but no harm. The customer provided the following additional information on 5 february 2026. The event occurred on 12 january 2026 around 2300 and was programmed with interoperability. Additional information was provided after an onsite visit by bd: on 12 january 2026 d5 1/2 ns was programmed for 12ml/hour with a liter bag, and the bag was empty in 6 hours and had a volume to be infused of 900ml.

Event description:
It was reported that the patient's IV fluids emptied in ~6 hours although the infusion was intended to run at 12ml/hr in a 1l bag. There was patient involvement but no harm. Additional information was provided to bd practice consultants during an on-site visit by bd: on (B)(6) 2026 d5 1/2 ns was programmed for 12ml/hour with a liter bag, and the bag was empty in 6 hours and had a volume to be infused of 900ml. Infusion was restarted at 11:05 and stopped for a rate change of 6mls/hour at 11:32. Device was removed after that. No alarms reported. No patient harm reported.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem and manufacturer narrative. Root cause: the root cause of the over infusion event reported could not be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion event could not be confirmed from the log analysis or replicated during laboratory testing. The suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related to the reported issue; the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of the pump module and pcu error logs showed no errors related to the reported issue. No events were recorded on the date of the reported occurrence; therefore, the logs of the returned devices are suspected to have been cleared. Pcu log records begin on march 02, 2026, which is after the reported event date. Additionally, no infusion activities were documented in the event logs. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient's IV fluids emptied in ~6 hours although the infusion was intended to run at 12ml/hr in a 1l bag. There was patient involvement but no harm. The customer provided the following additional information on (B)(6) 2026. The event occurred on (B)(6) 2026 around 2300 and was programmed with interoperability.